Manufacturer narrative:
The device was not returned to mmdg for evaluation of the free flow complaint. During a follow up conversation with the initial reporter, they had stated that the issue occurred due to human error and that they would not be returning the pump to mmdg. Because the pump was not returned to mmdg no investigation could be completed.

Event description:
Mmdg received medwatch (B)(4) stating that this pump free flowed. The initial reporter stated that the pump was programmed "at 1446 to run dilaudid 10 mg in 100 ml". They stated that "at 190 rn noticed the entire 100 mls were infused". They stated that the patient was unresponsive and was transferred to ICU for medication, supplemental o2 and further monitoring. Mmdg made multiple attempts to follow up. When the initial reporter responded they stated that the patient did remain hospitalized, however, this was due to "unrelated complications". They also stated that they were not returning the pump to mmdg for investigation because they had determined that human error had caused the issue, not the pump malfunctioning and free flowing. (B)(4).